Manufacturer narrative:
G4: 18jun2019; b4: 01oct2019. The customer troubleshot with technical support. The customer was sent a flow sensor assembly to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported co2 rebreathing risk error. There was no patient or user harm reported.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported co2 rebreathing risk error. There was no patient or user harm reported.